Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer made an attempt to clear the alarm, but was unsuccessful. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump was received with intermittent button response due to corroded keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.